Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the intensive care unit for a pericardial window procedure to drain the fluid from the pericardial sac. It was not known whether the adverse event was caused by the atrial and right ventricular leads. The procedure was completed successfully and the patient tolerated the procedure well. Related manufacturer reference number: 2017865-2019-13116.